Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that infusions set fell off within 24 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.